Event description:
The physicians were in the patient's room when the 3100a high frequency oscillating ventilator that was being used on the patient stopped oscillating and lost all pressures. The doctor immediately started bagging patient with 100% oxygen. Respiratory care was called and ventilator was swapped out and tagged. Biomed tried to duplicate problem, but could not. The manufacturer was called, who agreed to send a service technician to investigate the issue.